Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER for unknown reason. The device was interrogated and lead noise was identified. There were no other electrical anomalies. Patient was sent for an x-ray which showed a fracture. The lead was capped and placed on (B)(6) 2016. The patient tolerated the procedure well.